Event description:
It was reported that a flogard infusion pump could not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The customer reported problem of "cannot turn on" alarm was confirmed in the sample evaluation and event history log review as a failure code f94. The problem was caused by a defective main battery. The main battery was replaced to resolve the issue. The pump passed all tests and was returned to the customer in good working order.